Manufacturer narrative:
The insulin pump had intermittent act button response due to a flattened button dome switch. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and unresponsive keypad. The customer states the insulin pump had a delayed response. Customer changed the batteries and received a button error. The customer blood glucose level at the time was 220 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.